Event description:
See manufacturer report 3004209178-2012-05205 for catheter issue.

Event description:
Additional information: it was reported that the catheter was replaced on (B)(6), 2011 due to a kink in the lumbar catheter at level distal to lumbar anchor. The patient experienced increased stiffness despite increased medication dosing. The patient was hospitalized. It was further reported that the patient has not had any issues since the replacement.

Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the patient's parents thought the patient would not need to take oral baclofen once the pump was implanted. They don't see how pump is helping. The hcp decreased the baclofen dose upon request because they lived 1.5 hours away from the hcp. It was also reported that the pump was supposed to have been alarming twice, but never did beep. The patient did not go into withdrawal when pump was supposed to be alarming because they had oral baclofen. During the (B)(6) 2011 visit, the baclofen dose was increased by 7% to 977.8 mcg/day. At the follow-up visit on (B)(6) 2011, the father reported no change of spasticity with continued oral baclofen. The father decided not to have additional dose adjustments at that time. During the (B)(6) 2011 visit, the father and nurse made no mention of a concern. The patient outcome was reported as "no injury". It was noted that the family relocated on (B)(6) 2011. The next pump refill date was (B)(6) 2011. As of the date of this report it was stated that the patient got new pump in (B)(6) 2011 due to first pump catheter being kinked and needing to be revised. It was also added that the hcp had advised a while ago to start weaning patient off oral baclofen and as a result patient had experienced a withdrawal in the past. It was stated that the patient never had a trial when it was decided to implant the pump.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8711, serial# (B)(4), implanted: 2006-(B)(6), explanted: unk. (B)(4).